Event description:
A provider reported that a patient was experiencing neck pain and protrusion of the lead wires in the neck in the same area. Subsequently an implant card was received indicating the patient received a full system revision. Follow up revealed the pain and protrusion was due to violent night terrors that the patient had been experiencing. Review of available programming and diagnostic history revealed no anomalies. Device diagnostics were reported to be normal at the most recent device check. A battery life calculation performed with the available data revealed 3.8 yrs remaining until neos = yes. Multiple attempts to obtain the explanted device for product analysis have been unsuccessful to date.